Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The received device logs were dated several months before the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As we have not been able to reproduce the described customer issue, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref # : (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).